Event description:
During the implantation procedure there were difficulties inducing the patient, once induced it would spontaneously convert. However, the device did not deliver the shock that was programmed. Therefore, the device was not implanted.

Manufacturer narrative:
The analysis on this device is pending.

Manufacturer narrative:
The analysis on this device is pending.

Event description:
During the implantation procedure there were difficulties inducing the patient, once induced it would spontaneously convert. However, the device did not deliver the shock that was programmed. Therefore, the device was not implanted.